Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and specified issue could not be reproduced. Upon further inspection, fse found that no issues were identified during testing. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Event description:
It has been reported to philips that the exam does not appear on the display. There was no report of harm. Philips has started an investigation of this complaint.